Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to the patient¿s driveline being temporarily disconnected; however, a specific cause for the driveline disconnect could not be conclusively determined through this investigation. The patient presented to the hospital for a routine follow-up on (B)(6) 2021. Upon checking the controller history via the system monitor, a driveline disconnect event with pump stops were recorded on (B)(6) 2021. The patient reported that they did not experience any symptoms or remember any alarms. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021. A transient driveline disconnect event was captured on (B)(6) 2021 that resolved after the driveline was reconnected. Low flow alarms, lvad (left ventricular assist device) off alarms, and driveline disconnect alarms were captured at the time of the event. The pump otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number for the system controller end of the driveline disconnect: 2916596-2021-06860. It was reported that the patient visited the hospital for routine follow up and upon review of their event history on the system monitor it was noted that the patient had a driveline disconnect and two pump stops recorded. The patient did not have any symptoms and did not hear the alarm. Log file analysis found one pump stop on (B)(6) 2021 due to an electrostatic discharge (esd), where the pump was operating as designed to automatically reset during high static discharge events. There were no other unusual events noted in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.